Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the device was implanted. If explanted, give date: not applicable, as there is no indication that the device was implanted therefore it was not explanted. Reporter last name: unknown/not provided. Manufacturer phone number: (B)(4). The device was not returned for analysis as the implant was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that glaucoma tube did not drain while it was on patient's eye. The event was observed while inserting implant into patient's right eye. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. Procedure was completed successfully using backup implant. Suspect device was discarded. No further information available.